Event description:
Baxter reported an infusion pump that was found powered off during pt infusion at the facility. "Baxter flogard 6201 delivering total paranteral nutrition at 70ml/hr was found with no lights on. Not switched on". When it was ascertained that staff member did not switch off the pump, the pump was taken out of service. Reportedly, "the pt's blood sugar dropped to 3.1 and 10% dextrose bolus had to be given". Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, changes in the pt's vital signs, pt injury, units of measurement for the blood sugar level, other medications involved, time the pt remained without the infusion, amount of dextrose administered, the pt's blood sugar after dextrose was administered, and set up of the pump.